Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display wi ndow, scratched reservoir tube window, cracked belt clip slot and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding. The customer explained that she changed the battery and asked to change the time. When she was entering the time, the numbers started scrolling when pressing the up arrow button and none of the other buttons responded to stop it. She changed the battery again and received the button error alarm. Blood glucose value was 155 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.